Event description:
It was reported the patient had a revision to move her implantable neurostimulator (ins) lower. The patient¿s ins was depleted, so they could not communicate with the patient programmer or physician programmer. Additional information received reported the patient was getting good coupling now when charging.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).